Event description:
This device was implanted on (B)(6) 2008. A call to technical services on (B)(6) 2011 states that the device only lasted 4 years. They are preparing for changeout. The physician is dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).